Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-fem-celect-perm. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008¿. Additional information received january 30, 2017: it is alleged that pt suffers from tilt and the inability to retrieve the device. Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-fem-celect-perm. Summary of investigational findings: it has not been possible to further investigate or evaluate this alleged event based on the limited information. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter tilt is a known potential complication of vena cava filters. Among other causes, filter tilt may be associated with placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve devices passing through a filter, or a failed retrieval attempt. Excessive filter tilt may result in loss of filter efficiency. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2008¿. Additional information received 30jan2017: it is alleged that "[pt] suffers from tilt and the inability to retrieve the device." Patient outcome: it is alleged that [pt] was injured without further explanation.

Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# is unknown as information was not provided. Expiration date unknown as lot# is unknown. As catalog # is unknown it could be either k061815 or k073374. Unknown as lot# is unknown. Investigation is still in progress. (B)(4).

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter at university of (B)(6) on (B)(6) 2008.¿ patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event and product problem to product problem. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 01/14/2016 as follows: the plaintiff allegedly received the filter implant via right common femoral vein on (B)(6) 2008 due to injury to left leg with large hematoma. Unsuccessful device retrieval attempts allegedly occurred on (B)(6) 2009 and (B)(6) 2009, respectively. The plaintiff alleges tilt, device unable to be retrieved, anxiety, and depression.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-fem-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter at (B)(6) on (B)(6) 2008". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt; device unable to be retrieved; anxiety; depression". Cook will reopen its investigation if further information is received. Unknown if the reported anxiety; depression is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.